Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the patient was having a heart attack and it was an emergency case. The procedure was to treat a lesion in the right coronary artery (rca) with moderate to severe calcification and 100% occlusion. The hi-torque (ht) balance middleweight (bmw) universal ii guide wire kept moving multiple times losing guide wire access but crossed the lesion and 2 stents were implanted. The guide wire got stuck due to the calcification upon removal and when pulled without force, the distal tip of the guide wire separated inside the anatomy. Under fluoroscopy, the radiopaque section that is 6-8mm long can be seen in the vessel. As the procedure was an emergency case, no intervention was attempted and the distal part was left in the posterolateral branch (plb) of the rca. There was no clinically significant delay in the procedure. The patient was transferred to a different hospital not related to the guide wire separation. The plan is to try to retrieve the separated portion at a later time when the patient is more stable. No additional information was provided.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported material separation was confirmed. The reported difficult to remove could not be tested as it was based on operational context. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure; however, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. Additionally, the reported foreign body in patient was due to a separated portion of the guide wire left within the anatomy. There is no indication of a product quality issue with respect to manufacture, design, or labeling.